Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile implants and suffered several unexplained systemic symptoms, including fatigue, hair loss, body aches, and difficulty getting out of bed. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that she was diagnosed with hashimoto and concerned if her symptoms were related to hashimoto. This report is for the left prosthesis. Medwatch report number for contralateral side: (B)(4).